Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarms noted. Motor error passed motor test. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose 597mg/dl. The caller stated that the insulin pump was showing 132.0 units left when the reservoir was completely empty. Troubleshooting could not be performed as the infusion set was discarded at time of his admission. It was stated that the alarm history showed multiple motor error alarms. The caller stated that the insulin pump has not been exposed to high magnetic field. Advised the caller that the insulin pump will be replaced due to the multiple motor error alarms. No further information was provided.